Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric bypass procedure, the reload did not shoot. It was noted that it was restored referred to test protocol and still did not shoot. Surgeon replaced the reload to complete the case. There was no patient injury.